Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failure (variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error alarm. The customer¿s blood glucose was 12.9 mmol/l. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The device will be returned for the analysis.